Manufacturer narrative:
D6: device returned with no lot identification. H6; anvil dislodged. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0139x; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, unfired and position/condition of wedge sleds, unfired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with anvil dislodged from closure tube. When this condition exists pressing release button will not open instrument. Cartridge retention feature was measured and was found to be within design specification. Anvil was re-aligned and instrument was cycled, fired, cut and formed staples within design specification. No conclusion could be reached as to how this damage occurred. This inquiry was originally reported as an rpo "record purpose only." Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the cartridge fell out of the tsw35 into the abdomen on the first firing. The cartridge was retrieved. On the second reload the instrument would not fire. The rn in the case said she thought the first cartridge might have been dislodged during manipulation by the surgeon. The device was from a fd050 kit. There was no consequence to the pt.